Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the fourth staple. There was no pt consequence.

Manufacturer narrative:
Upon visual examination, it was concluded the device possibly jammed due to the cartridge nose weld, which was found to have yielded on each side. No functional test could be performed. The instrument was disassembled and 18 staples were discovered in the staple track. No conclusion could be reached as to how the nose weld became separated. Co reviews each incident as it occurs in an effort to continuously improve co's products and process.